Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the reported thrombosis. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two steerable guide catheter devices referenced are filed under a separate medwatch report number.

Event description:
This is filed to report thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) (00213u315) was inserted, but after removing the dilator and super stiff wire, a 1cm thrombus was noticed floating in the sgc column. The sgc was removed and replaced with an additional sgc (00213u317). The sgc was inserted and no thrombus was noticed; therefore, the clip delivery system (cds) (00210u183) was inserted and advanced and positioned over the valve. However, at this moment, a 6mm thread like thrombus was confirmed to be attached to the tip of the clip. Transesophageal echocardiogram (tee) also showed that a 1mm thrombus was attached to the shaft of the sgc. It was noted that the activated clotting time (act) remained above 250 and below 350 throughout the entire procedure. The physician decided to administer agatroban to help treat the thrombus. This caused the thrombus to shrink and partly disappear; therefore, the procedure was continued. The clip was successfully implanted, reducing mr to a grade of less than 1. The thrombus remained in the anatomy, but a head angiography was then performed and showed that no embolism had occurred. After the procedure, it was noted that the patient was doing well and started taking aspirin. There was no clinically significant delay in the procedure. No additional information was provided.